Manufacturer narrative:
Visual, dimensional, functional, and material analysis could not be performed because the device was not returned. No specifying device information (lot/serial number) was provided so a review of complaint history and device history records could not be reviewed. It is unknown how many times the device has been used or how long has the device been in the field. It was reported that the issue was noticed after a procedure. It is unknown exactly when the device broke. Due to the lack of information, an exact root cause of the event could not be determined conclusively. Device not returned.

Event description:
It was reported a vlift expander was discovered to be fractured post-operatively. There were no adverse consequences to the patient as this was discovered after the procedure was successfully completed.